Event description:
Entered room - ventilator alarming "internal power supply failure" - "battery discharged". Vent was still running, no harm to patient, exchanged for new vent. Biomed investigation: this vent generated an internal power supply failure and a battery failure alarm while in use. Draeger technical service rep will be replacing the internal batteries, which have arrived. That is the fix for these alarms - it basically is a battery characteristic software issue that the company is addressing.what was the original intended procedure?respiratory assist.